Event description:
During index procedure the patient had one resolute integrity drug eluting stent implanted in the right posterior lateral. An intramural hematoma was reported to have occurred during treatment. A second resolute integrity drug eluting stent was implanted as bailout to treat the hematoma. Investigator has assessed that the event was possibly related to the study device. The patient recovered.

Manufacturer narrative:
(B)(4): evaluation, results risk of procedure (hematoma).